Event description:
It was reported a perforation occurred. On (B)(6) 2004, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan of the abdomen with contrast was performed and revealed the inferior vena cava (ivc) filter with tines minimally extending outside ivc. No surrounding stranding was noticed. There was a positive mesenteric perforation. Retro-aortic left renal vein noted with one of the tines slightly extending into the left vein.

Event description:
It was reported a perforation occurred. On (B)(6) 2004, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan of the abdomen with contrast was performed and revealed the inferior vena cava (ivc) filter with tines minimally extending outside ivc. No surrounding stranding was noticed. There was a positive mesenteric perforation. Retro-aortic left renal vein noted with one of the tines slightly extending into the left vein.